Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The customer then performed precision testing on this sample and 8 other samples, which showed imprecision within the runs. The customer stopped using the instrument and routed all troponin patient samples to another laboratory, causing delay. The corrected results were reported to the physician(s). The customer did not provide which of the results is correct for the 8 patient samples. There are no reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse observed waste dripping back to the wash station due to poor aspiration. This caused waste from previous aspirations to drip back into the cuvettes, contaminating them. The cse replaced the peristaltic pump tubing and waste container tube connector and re-routed the waste tubing. Precision testing was run, resulting within range. The cause of the discordant troponin results was due to waste dripping into the wash station. The instrument is performing according to specifications. No further evaluation of the device is required.